Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b7, e1(initial reporter), e3. The rn verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. Esp instructed him to press the iab fill button for 2 seconds and to restart therapy. This resolved the gas loss alarm. The rn reported the patient¿s heart rate had been consistently in the 110s. Esp reviewed the nature of the alarm with him and his colleagues and explained that it was likely triggered by the elevated heart rate. Esp provided the rn (daniel) there direct phone number and asked him to contact esp should the alarm go off 2-3 times in one hour despite troubleshooting with the iab fill key. Esp collected product surveillance information and explained a biohazard box would be sent for the catheter to be returned to getinge. The rn reported no patient harm or injury. The rn appreciated the support provided and had no other questions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during use cardiosave intra-aortic balloon pump (iabp) had gas loss alarm that had alarmed 1 time. It wasverified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. After pressing the iab fill button for 2 seconds and to restart therapy. This resolved the gas loss alarm. There was no harm or injury reported.